Event description:
It was reported that a patient experienced skin irritation; causing pain, redness, swelling. This occurred while wearing the pod between 4 and 24 hours. Patient visited physician stated who stated it looked like a allergic reaction to the cannula, not an infection. They were prescribed flucocinonide 0.05% cream.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.